Manufacturer narrative:
H.6. Investigation: three photos were received by our quality team for evaluation. The photos show the tether end was detached from the needle hub and the needle is exposed and not contained within the needle cap. Therefore, the customer experience was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. While the team was able to confirm the customer experience, it is not possible to perform an investigation based on the photos returned. Therefore, the root cause could not be determined.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced safety mechanisms that would not disengage from the catheter/hub. Product defect was noted during use. The following information was provided by the initial reporter: after the setting of pvc, the needle had to be pulled out, safety equipment is stuck in the pvc, no retraction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced safety mechanisms that would not disengage from the catheter/hub. Product defect was noted during use. The following information was provided by the initial reporter: after the setting of pvc, the needle had to be pulled out, safety equipment is stuck in the pvc, no retraction.